Manufacturer narrative:
Report required by FDA for eua. (B)(4). User report to FDA mw5105696.

Event description:
User reported false positive result. Subsequent negative result at medical centre.

Manufacturer narrative:
Report required by FDA for eua. Eua #203011. User report to FDA mw5105696.

Event description:
User reported false positive result. Subsequent negative result at medical centre.